Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for failure to advance or separations from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the balance middleweight (bmw) guide wire was used to access the distal, narrow, non-calcified lesion in the circumflex. It was difficult to pass through the lesion so a pilot guide wire was used. However, when the bmw was being extracted it separated approximately mid wire inside of the guiding catheter. Excessive force was not used upon extracting the then intact guide wire. The guiding catheter and a nc balloon catheter were then used to trap the separated section of the guide wire and retract it. There is no recording of the event under fluoroscopy. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was reported.